Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had balloon pipe insertion failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the forceps elevator had foreign material and there was inadequate insertion of the balloon conduit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the forceps elevator had foreign material and there was inadequate insertion of the balloon conduit. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. The customer did not specify if the forceps elevator lever was raised and lowered 3 times by turning the elevator control lever during immersion and aspiration, the customer reported there were no abnormalities with the accessories used for reprocessing, it was unknown if the customer brushed the forceps elevator, and the forceps elevator was flushed with the detergent solution. Additional findings include the following: the up / down knob cannot be locked securely due to wear on the forceps elevator lever, the adhesive on the bending section cover was detached / had a crack, the scope connector had a scratch, connecting tube had a scratch / dent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). No equipment abnormalities were found near the forceps stand. The event can be detected/prevented by following the information in the below chapters of the instructions for use: chapter 6 application and conditions of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.